Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was not recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery was suspected to be depleting quicker than expected. Device longevity was at 7 months down to end of life (eol) in a span of 5 months. Boston scientific technical services (ts) discussed about explant being triggered due to charge time. Ts also recommended device replacement. The device was explanted and was returned. No adverse patient effects were reported.